Event description:
Upon opening the package, the shaft of the catheter appeared deformed. With the approval of the physician, the catheter was placed into the patient. Once in the body, there was no signal transmitting from the catheter. The catheter was removed and replaced with the same type of catheter without incident or harm to the patient. Follow up: senior manager hvc cardiac procedural area spoke to the attending. The attending felt that the catheter was safe for use and that it could cause no harm to the patient. The technologist was also spoken to and reminded that she can arc up her concerns to a supervisor or manager at any time.